Event description:
International customer reported that a patient developed surgical site redness and swelling within three minutes after skin closure. The sutures were removed at that time and the site closed with staples. The redness and swelling reportedly resolved in 30 minutes.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.